Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the valve seal was damaged and disengaged. The device was put together by the scrub nurse at the beginning of the case. Once the surgeon incised the umbilicus, a camera was inserted and the surgeon noticed there was no retention of carbon dioxide and removed the camera to see there was no white valve in place to prevent the carbon dioxide from escaping. The surgeon searched inside the patient abdomen and there was no white valve in situ. The patient experienced rapid loss of abdominal pressure. A new device was used to resolve the issue. There was no patient injury.